Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose results were 80mg/dl,283mg/dl,257mg/dl. Tests were done < 10 minutes apart with a difference of 58%. Pt did not experience any adverse event. No further info has been reported.